Event description:
(B)(4). Teeth deteriorating, massive blood clots, hair falling out, no sexual desire, marriage falling apart, periods last 10 days to 2 weeks. Numerous ovarian cysts. Constant lower abdominal pain. Gained 70 lbs.